Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-03938. The patient has 2 scs leads, it is unknown which lead is related to this issue. Therefore, both are being reported. It was reported one of the patient's scs leads has migrated. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Date of explant is unknown.

Event description:
Related manufacturer reference number: 1627487-2016-03938. Additional information received indicated that patient underwent surgical intervention wherein the entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03938. Additional information received identified that per the patient, since he had an injection in his hip, he does not need to use the stimulator any longer and plans to have it explanted at some point.